Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Clinical evaluation of available medical records indicate that on (B)(6) 2015, the patient presented at the hospital with a rapid heart rate and shortness of breath. The patient stated that the symptoms started the night before. Patient was diagnosed with atrial fibrillation. In addition, the patient was found to have congestive heart failure. Patient had dialysis the night before. However, the patient's daughter called the dialysis clinic on (B)(6) 2015 and asked to have the cycler replaced because she felt like it was not working like it was supposed to. According to the peritoneal dialysis registered nurse (pdrn), the patient was admitted to hospital on (B)(6) 2015 with symptoms of congestive heart failure. Pdrn stated that the patient was not in treatment at the time of leaving for the hospital. The pdrn stated the patient had not reported any cycler issues to the clinic and her treatment sheets did not show any significant deviations from her prescribed treatments. Physician notes reveal that the patient's congestive heart failure was exacerbated by the tachycardia and uncontrolled hypertension. Medical records reveal the patient has chronic congestive heart failure that became acute. Patient was placed on intravenous cardizem for her hypertension. Medical records do not indicate there was a causal relationship between the patient's liberty cycler and the patient's atrial fibrillation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and a clinical review of the medical records.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient was admitted to the hospital for heart failure. The nurse reported the patient's daughter believes it is due to the cycler not working properly. The nurse stated that there had been no calls for support or troubleshooting prior to this call. During follow up the pd nurse reported the patient was admitted to hospital on (B)(6) 2015 with symptoms of congestive heart failure. She was not in treatment at the time of leaving for the hospital. She was treated at the hospital. While hospitalized the patient had a fall event that resulted in injury of her eye. She was then transferred to another facility where she is continuing care. The patient had not reported any cycler issues to the clinic and her treatment sheets did not show any significant deviations from her prescribed treatments. From review of the patient's medical records the patient was admitted to the hospital's intensive care unit for atrial fibrillation with rapid ventricular response that was treated with cardizem. She also had acute pulmonary edema and shortness of breath that was treated with minimal supplemental oxygen.